Event description:
A robot inaccuracy of ~3mm was detected during registration of the patient to robot space as detected on a registration staple. The surgeon therefore amended the trajectory by the offset to ensure that the device was placed where intended. There was no issue seen with the final placement of the device. If the inaccuracy were to happen again, under different circumstances and the clinician did not correct for the offset seen, the possible impact is that it could cause damage if unintended structure are passed through, and an incorrect part of the brain may be operated on. Although it it is unlikely that this issue could result in death or serious injury, there is a potential for such an outcome in the worst-case scenario.

Manufacturer narrative:
Plan was reviewed and showed final trajectory deviation of less than 2mm. Robot intrinsic and frame-based accuracy was verified. All were within specifications. Patient shifting most likely led to staple verification point to be displaced while the robot was still in good accuracy.

Event description:
A robot inaccuracy of ~3mm was detected during registration of the patient to robot space as detected on a registration staple. The surgeon therefore amended the trajectory by the offset to ensure that the device was placed where intended. There was no issue seen with the final placement of the device. If the inaccuracy were to happen again, under different circumstances and the clinician did not correct for the offset seen, the possible impact is that it could cause damage if unintended structure are passed through, and an incorrect part of the brain may be operated on. Although it it is unlikely that this issue could result in death or serious injury, there is a potential for such an outcome in the worst-case scenario.